Event description:
It was reported that during a laparoscopic cholecystectomy procedure, jamming occurred. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Malformed clip. The device was received with one clip in jaws. It was cycled, fed three clips conforming and five scissored clips and then, the device locked out as intended. However, no jamming issues were noted during evaluation. It could not be determined what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.